Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video bronchoscope eb-1170k. In the event reported, it was found that the primary operation channel was blocked. The anomaly was detected in the workshop during inspection. No adverse event was reported with this complaint. The device was evaluated at pentax medical service facility on service order (B)(4) where the blockage was found. Primary operation channel blocked passed dry leak test customer complaint not stated passed wet leak test light carrying bundle bundle has less than 70% transmission. The device was repaired where all defects was remediated and returned to pentax inventory. Parts replaced: bending rubber distal end assy with tubes distal attaching pin insertion flex tube w/seg pb-free light guide fiber bundle (lcb). No additional information was provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.